Manufacturer narrative:
One tracheostomy was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device underwent functional testing by inflating the cuff with a syringe and submerging it under water in order to verify for leaks. As a result, no leaks was detected in the returned sample; the cuff was inflated per more of 24 hours no discrepancies were found. The reported customer complaint was not confirmed. And the most probably cause of issue was unable to be determined.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that during the use of a smiths medical portex blue line ultra suctionaid tracheostomy tube, air reported to have leaked from tracheostomy (trach) tube while in use. Subsequently a trach change was performed. No reported adverse patient effects.